Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) with this right ventricular (rv) lead exhibited oversensed noise with pacing inhibition that resulted to greater than two seconds of asystole. Boston scientific technical services (ts) discussed possible causes of the noise and suggested bringing the patient to the clinic for further assessment. Additional information was unable to be obtained. At this time no further intervention was performed. No adverse patient effects were reported. The system remains in service.